Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. During functional testing, no error codes were displayed. It could not be determined why was reported error codes and broken off when the device was checked. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy, an error occurred during use. The error code was unknown. The blade was broken off when the device was checked. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.